Event description:
It was reported that during a da vinci-assisted surgical procedure, a piece of the insulation was missing on the vessel sealer extend (vse) and it was initially unknown if a fragment fell into the patient. An x-ray was performed. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: a fragment fell into the patient. The fragment was retrieved in the same procedure. The instrument damage was located at the 12 o'clock position.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and found to have various scratches on the main tube. Scratches and abrasions on the main tube are deemed cosmetic damage. The scratches measured approximately 0.1495" - 0.1730" in length and were axially aligned with the tube axis. Materials were missing from the surface of the main tube. Components adjacent to this scratched main tube did not show damage. Review of the provided image is consistent with the missing material on the instrument. Additional patient demographic information: body mass index (bmi) of 41.89 kg/m2 with a height of 154.9 cm.